Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient¿s lead had impedances on all contacts. It was noted that the patient sustained a fall just prior to start of the issue. As a result, the lead was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.